Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon attempt to perform a firmware upgrade, the pulse generator went into backup operation. The device was reconfigured. The upgrade was not re-attempted. The patient was stable before, during and after the backup.